Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) section: ¿¿potential adverse events (united states) . Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient required a second impella device for support. The initial device had a suction alarm and massive flow reduction; it was suspected to be from a clot in the cannula. The clot was confirmed, the impella was explanted, and support was aborted.